Event description:
It was reported that the patient is scheduled to have a battery replacement and possible lead revision. Information was later received from the physician that the reason for the lead revision is due to lead impedance which was initially resolved with the previous replacement surgery. The physician added that the leads [are] not registering, and there may be a possible lead malfunction. MFR. Report # 1644487-2019-01090 captures the high impedance observed on the previous generator. This report will house the high impedance observed on the new generator. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent a full revision of generator and lead. The impedance after the full revision was noted to be okay; indicating the high impedance was resolved. Please note that the record will be updated for MFR. Report# 1644487-2019-01090 as this report captures a previous instance of high impedance which was resolved by previous generator replacement, and now recently re-surfaced with the new generator (which what is captured in this report). The leads are identical in this report and MFR. Report# 1644487-2019-01090.